Event description:
It was reported that during a coronary stenting intervention procedure, a balloon rupture and shaft break occurred. The target lesion was located in the right coronary artery. An unspecified stent was deployed and then a 15mm x 3.00mm nc quantum apex balloon catheter was used to post-dilate and on the tenth inflation, the balloon ruptured at 28 atmospheres. During removal, when the distal part of the balloon was pulled back into the guide catheter, the shaft of the catheter broke. An amplatz gooseneck device was used to remove the whole system out from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).